Event description:
A customer reported observing a flase negative hbsag result for one pt sample. A false negative hbsag result could present a risk to public health. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the negative vitros hbsag result was inconsistent with the hbeag results on the same sample. The sample was tested with an alternate hbsag method and yielded positive results. Hbsag confirmatory testing of this sample was not done. Datalogger analysis indicated that the analyzer was performing as expected at the time of the event. The root cause of this event is unknown.